Event description:
It was reported that during a surgical procedure at the user facility, part of the photonsaber tip broke off. The procedure was completed successfully without a clinically significant delay or medical intervention.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results

Event description:
It was reported that during a surgical procedure at the user facility, part of the photonsaber tip broke off. The procedure was completed successfully without a clinically significant delay or medical intervention.